Event description:
On (B)(6) 2011, before the accessory kit was delivered to the hospital, a distributor opened the outer box to check that everything was packed orderly. The distributor then found that 10 cents (a dime) came out from the box. The distributor returned the product and requested for a root cause of how it was mixed into the box.

Manufacturer narrative:
(B)(4) - analysis of model 3550-29 serial number (B)(4) determined a dime was found in the outer package that contained the sterile accessory kit. The sterile package was still sealed.